Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an altitude alarm occurred. Customer resumed insulin delivery. The customer's blood glucose was 130-140 mg/dl.